Manufacturer narrative:
(B)(4). Additional information: the analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test cartridge was loaded and removed without any difficulties during testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The reported events could not be confirmed as no cartridge reload was received for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device was not holding the loads correctly. The metal piece in the back was getting stuck and staples were falling out of the stapler. It was unknown if that meant the reload or the individual staples. The reload color and which firing this occurred on was not known. The procedure was completed with another device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the metal piece of the cartridge separate, break away from the plastic cartridge or shift/displace? Was the cartridge difficult to remove from the device?